Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a severely tortuous and severely calcified mid sfa. During the 3rd inflation at 14 atm for 10 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured at rbp.

Manufacturer narrative:
Block d9/g3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found a longitudinal tear on the proximal portion of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.